Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had top of the screen on insulin pump was quite separating and they can barely see the light on top of the screen. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.